Event description:
It was reported that in a photoselective vaporization of the prostate (pvp) procedure, the beam was altered and not inclined from the beginning of the procedure. Another fiber was used to complete the procedure. There was no impact on the patient.

Event description:
It was reported that in a photoselective vaporization of the prostate (pvp) procedure, the beam was altered and not inclined from the beginning of the procedure. Another fiber was used to complete the procedure. There was no impact on the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual analysis found the fiber tip to be in good condition. The glass cap did not exhibit any signs of devitrification or detritus. There was no damage observed to the tip. The fiber was functionally tested with helium-neon (hene) laser fixture. The testing conducted confirmed the aim beam to be was present at the output window, as intended. There were no signs of a fiber body break along its length. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on analysis results there were no fiber damages observed that could have caused and contributed to the reported event; therefore, it cannot be confirmed. A conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.